Event description:
Additional information was received from the patient. It was reported that the jolting feeling was clarified to be normal stimulation - massive burning and pain. The patient had an infection and was on antibiotics. Ongoing problem, has been in ER too many times. The stimulation causing pain was due to increase on screen - wires uncomfortable.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they don't think the therapy is working at all. Patient states that they were in pain from the stimulation the last couple of days and they turned down the stimulation, but now they are going to the bathroom every 15-30 minutes. Patient stated that they turned down their stimulation because they were in pain, and they could feel jolting from the stimulation. Patient also mentioned that they got a ua infection over the weekend from all of their problems. Patient services walked patient through changing programs. Patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable. Redirect to hcp if issue persists.